Event description:
Customer called to report high and low blood glucose events. Blood glucose reading was 430 mg/dl after multiple corrections. The customer had to treat with manual injection. When the customer woke up the next morning it was 40 mg/dl. Blood glucose reading then continued to rise during the day. Troubleshooting was performed. No anomalies were noted. Customer mentioned that air bubbles were cleared out of the tubing the previous day. Advised to change the entire set, reservoir and insulin before treating with the insulin pump again. The customer will monitor the insulin pump and call back if further assistance is needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).